Event description:
One day post-implant, no capture was observed on the rv lead. After further testing, it was confirmed that the lead had perforated the myocardium. As a result, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.